Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that the catheter shaft cracked. The target lesion was located in the atrium. A 7-110-2.5-8-8 blazer prime¿ xp was selected for use. During procedure, following a number of ablation applications, noisy electrogram was noted. The cable pins and connector cables were re-configured; however, the issue persisted. The device was removed from the patient¿s body and the distal shaft was observed to be bent and a cracked at the bend in the catheter. The catheter was replaced with another of the same catheter; however, the same noise issue reoccurred and a similar bend at the tip end of the catheter was observed when the device was removed from the patient¿s body. The catheter was then replaced with another of the same catheter; however, the steering mechanism of the device was observed to be broken upon manipulation and positioning. The device was again removed from the patient¿s body and the procedure was completed with a non bsc ablation catheter. There were no patient complications reported and the patient¿s condition was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual inspection revealed that there is a kink in the device approximately 17mm from the distal tip in the neutral position. The kink is between ring 2 and ring 3. The insulation between ring 2 and ring 3 had been breached at the location of the kink and two green wires (ring wires) are visible through the hole. There is dried body fluid on the distal end. The steering knob and the tension control knob functioned properly on both lock and unlock positions. The catheter was placed on the curve template and the device did not pass the right and left curve tests; the tip did not reach the shaded area of the template in either direction. In the right curve configuration, a piece of the center support poked up through the insulation breach under the two ring wires pushing them outward. The left curve was actuated after the right curve test and while the center support piece was no longer visible poking up through the hole in the insulation, both green ring wires remained outside the insulation in this configuration. X-rays revealed that the center support is broken between ring 2 and ring 3 and the proximal end of the center support is poking through the insulation. Electrical test was performed and revealed that and the device was found that in the left curve position there is a resistive short between the tip and ring 1 and ring 2. All other measurements in the neutral, right and left curve positions were within specifications. The distal section was dissected. There is body fluid under ring 2 and in the interior of the distal shaft tubing. The kevlar wrap is displaced; it does not cover the small curves¿ steering wire solder joint on the center support. The steering wires are attached to the center support. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause has been determined to be manufacturing related. (B)(4).

Event description:
It was reported that the catheter shaft cracked. The target lesion was located in the atrium. A 7-110-2.5-8-8 blazer prime¿ xp was selected for use. During procedure, following a number of ablation applications, noisy electrogram was noted. The cable pins and connector cables were re-configured; however, the issue persisted. The device was removed from the patient¿s body and the distal shaft was observed to be bent and a cracked at the bend in the catheter. The catheter was replaced with another of the same catheter; however, the same noise issue reoccurred and a similar bend at the tip end of the catheter was observed when the device was removed from the patient¿s body. The catheter was then replaced with another of the same catheter; however, the steering mechanism of the device was observed to be broken upon manipulation and positioning. The device was again removed from the patient¿s body and the procedure was completed with a non bsc ablation catheter. There were no patient complications reported and the patient¿s condition was stable.